Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified access set had disconnected from an IV solution bag which resulted in a leak. This occurred approximately eight (8) hours into the patient infusion of 0.45% normal saline with heparin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.